Manufacturer narrative:
The actual device was not available; however, a photograph of the sample was provided for evaluation. The photograph was visually inspected and showed the female connector was separated from the main body. The reported separation was verified. The cause of the separation was due to inadequate solvent application to the set during manufacturing. A nonconformance has been opened to address this issue. Due to the nature of the sample, no functional tests were performed, therefore the reported connection issue could not be refuted or confirmed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the female connector (dark blue) of a minicap extended life pd transfer set could not disconnect from a non-baxter solution bag. This issue occurred during use of the device for peritoneal dialysis therapy, during disconnection. The female connector separated from the light blue main body. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Initial reporter facility name: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.